Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damaged switch or the broken connector could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Suction feet were broken off and missing. In addition to the finds reported in the air pressure was unstable due to the faulty socket. The top cover was damaged. Chassis was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the maintenance unit at the point where the airline connects, there is a washer on the stem that¿s errored and slips out. The washer is not staying secure on the unit. The event occurred during reprocessing. There was no reported user harm or patient involvement associated with this event. During incoming inspection, it was determined the alternating current and power switch were broken. This MDR is being submitted to capture the reportable malfunctions found during evaluation.